Event description:
The patient received two leads with the same lot number. It was reported the patient had fallen, and since then she feels shocking sensations. X-rays were taken, but did not reveal any signs of migration. Reprogramming was unable to resolve the issue, and it was reported the patient continued to receive a shock when the system was turned on. The physician planned surgical intervention to address the issue at a future date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.